Event description:
Allergan aesthetics received a report of a patient treated lower abdomen and upper back on (B)(6) 2003 with coolsculpting cooladvantage plus may have developed paradoxical hyperplasia (pah/ph). Due to insufficient information, device info and treatment date is not documented.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H11-: corrected data: b3, d1, and b5.

Event description:
Additional information was received that patient patient received a coolsculpting treatment to the infra-scapular area and lower abdomen on (B)(6) 2020 using the cooladvantage coolcore and cooladvantage+ coolcurve+ applicators.

Event description:
Allergan aesthetics received a report of a patient treated the low abdomen and infra-scapular on (B)(6) 2020 with coolsculpting cooladvantage, coolcurve+, cooladvantage+, coolcurve+ has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Corrected data: b3 e1. Changed data: h6. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/11/2023. Clarification to b3 partial date of event: 2 months post treatment was provided. Continued e1 phone number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and bra fat/back fat on (B)(6) 2020 using the cooladvantage coolcore and cooladvantage+ coolcurve+ system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.